Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the dr. Did a hip replacement in this patient on (B)(6) 2020. The patient came in for a post-op follow up and his wound was red and oozing. The patient was scheduled for an I&d where dr. Did a thorough debridement of the wound and joint. The stem and acetabular cup were left implanted and the hip ball and liner were exchanged with new products. Affected side: right hip.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary.